Manufacturer narrative:
(B)(4). A sample has been received but not fully evaluated. Once the evaluation has been completed; a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: a sample was available for evaluation. A visual inspection revealed that the nypro check valve was assembled in reverse. The reported condition was confirmed. The root cause is attributed to oversight in the manufacturing assembly process.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Event description:
A customer reported to baxter (B)(4) of a v-link extension set that had a check valve assembled in the wrong way allowing flow away from the patient instead of towards the patient during an infusion. There was no report of patient injury or medical intervention reported. No additional information is available.